Event description:
Caller reported blood glucose results of 158 mg/dl and 90 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A pt reported inaccurate high blood glucose results of "135 mg/dl" with a lifescan meter compared to feeling normal. The control solution test results are out of the control solution range. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.